Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition issue with the pump. It was reported that the pump case was cracked. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing/condition issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked in two places. Unrelated to the complaint, investigation revealed a dim, discolored display and a damaged battery cap. The battery cap was observed to have stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.